Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. The footswitch was not recognized when connected to the controller. There was corrosion on the tip of several pins, saline corrosion on all wires and a disconnected center wire. The footswitch will be serviced and returned to stock. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the foot pedal does not get recognized when it is plugged in. No harm or delay was reported. At product evaluation/investigation there was corrosion on the tip of several pins, saline corrosion on all wires and a disconnected center wire. Exposed wires were present. No adverse events were reported as a result of this malfunction. No additional event information available.